Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer called and stated that the consumer has a cracked seat on the right hand side of the seat. MDR filed.